Manufacturer narrative:
A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient with lymphoma and unknown cardiac and valvular diseases underwent an ion biopsy. Biopsies of a 3 cm lesion were performed. Towards the end of the procedure, the patient became bradycardic and hypotensive. The patient progressed to asystolic cardiac arrest and expired despite 30 minutes of CPR. No excessive hemorrhage or pneumothorax is reported. Based on the available information, the patient appears to have suffered from a cardiac arrest. There was no allegation of a malfunction of the ion system, instrument, or any associated accessories in connection with the reported complication. The available data suggest that the ion system did not contribute to the adverse event, but it is possible that the adverse event was related to the procedure, including anesthesia, in a patient with underlying cardiovascular co-morbidities. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1) ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-7 folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019 kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023 brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient expired. The initial biopsies were collected from a lesion that was approximately 3cm central and close to the pleura without any reported patient issues. Fluoroscopy and cone-beam imaging did not reveal a pneumothorax. The physician reinserted the vision probe to obtain additional biopsies and reported that the ion procedure was 80% complete when the patient¿s heart rate was 60 bpm, and the blood pressure decreased without a decrease in oxygen saturation. The patient¿s heart rate then went bradycardic, progressing to asystolic. The catheter was removed, and the ion system was undocked. Resuscitation efforts were not successful, and the patient expired. The physician reported that the patient had a history of lymphoma, heart disease, hyperlipidemia, and valve disease. The biopsies revealed lymphoid tissue and lymphocytes. The physician stated the patient's death was attributed to an anesthesia-related cardiac event and possibly lymphoma. An autopsy was not performed.